Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. On an unreported date, the patient was hospitalized for the event. The patient was treated with doxycycline and sulfotrim (ongoing, doses, routes and frequencies not reported) for peritonitis. After two weeks of hospitalization, the patient was discharged and was recovering from the event. On an unreported date, the pd catheter was removed and replaced with a new pd catheter. Action taken with pd therapy was not reported. No additional information is available.